Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt received a scheduled transplant. The pump is returning for eval due to the pt being hospitalized a few times in the past with elevated watts and had a recent speed drop. An (B)(6) registry report indicated that the pt's lactate dehydrogenase (ldh) increased and t bili with low international normalized ratio (inr). Integrilin gtt was administered.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.